Event description:
There was an allegation of questionable lactate dehydrogenase acc. Ifcc ver.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 348 u/l. The repeat result was 171 u/l. The sample was repeated again 5 times and the results were 172 u/l, 173 u/l, 212 u/l, 177 u/l, and 175 u/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was within specification. The alarm trace showed numerous abnormal aspiration, clot detected, and foam detected alarms. The investigation is ongoing.

Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The root cause of the event was found to be consistent with pre-analytical sample handling issues. No product problem was identified.